Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited loss of power. The controller is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller. It is possible the observed contamination within the power ports contributed to the reported event. The most likely root cause of the contamination found within the power ports can be attributed to the handling of the device. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post is not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Internal evaluation was opened to investigate cracks on the internal threaded posts with controller 2.0. Log file analysis revealed 2 controller power-up events with associated motor starts on (B)(6) 2019 at 01:37:03 and 22:44:33. The data point prior to the first loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2) with 95% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that a power adapter was connected to power port (1) and no power source was connected to power port two (2). Several momentary disconnections were recorded leading up to the first loss of power. The controller was without power for 23 seconds. The data point prior to the second loss of power revealed that a battery was connected to power port one (1) with 96% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that a battery was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed during the second recorded controller power-up event. The controller was without power for 28 seconds. As a result, the reported event was confirmed. A power source lubrication procedure was performed on the associated power sources on 11/jan/2018. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Internal evaluation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.